Event description:
It was reported that a lead safety switch (lss) occurred due to an out of range pacing impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. The clinical observations were documented and the system remains in service. No adverse patient effects were reported.